Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no drops of insulin were seen coming from the cartridge tubing. Blood glucose was 375 mg/dl. A new cartridge was loaded to resolve the issue.